Manufacturer narrative:
This product is registered as a combination product. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient presented to the emergency room due to receiving multiple inappropriate shocks. Upon interrogation, it was revealed that the right ventricular lead provided inappropriate shocks due to over-sensing. Chest x-ray revealed that the right ventricular lead had dislodged. The physician attributed the dislodgement to twiddler syndrome. The right ventricular lead was explanted and replaced on (B)(6) 2020. The patient was stable post procedure.

Manufacturer narrative:
Analysis was normal. No anomalies were found.